Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was unknown. During troubleshooting, it was found that the issue was with the infusion set. After troubleshooting, customer states that he is able to prime and would be replacing infusion sets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.